Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the unknown procedure, the suture broke when using suture to anastomose blood vessels and tie knots during the surgery. Changed another one to complete the surgery. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. - was there any adverse consequence associated with the patient? --no. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2023. The following additional information was received: after investigation, the patient was a male of unknown age. On (B)(6) 2023, the patient underwent open surgery in hospital (the specific patient diagnosis and surgical name were unknown). The surgeon used hs6861h for vascular sewing in a continuous suturing manner (the specific name of sutured vessel was unknown) during the surgery. The suture broke during knotting. The surgeon immediately replaced a new suture (the specific product information was unknown) for re-suturing. The subsequent surgery went smoothly. There was no harm to the patient as a result of this event and no subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one strand double armed in two sections outside their packaging that pertain to product code hs6861h. During the evaluation of the conditions of the returned sample, the suture pieces were observed wavy with cuts in the extremes probably caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and no functional test was performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.